Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with the capsule fully closed and the end cap/screw gear snap fit connected. The handle appeared intact. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The capsule appeared intact with no evidence of damage. From close observation, slight damage was noted on the inner member near the spindle hub. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Difficulty removing the delivery catheter system (dcs) through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was reported that the anatomy was calcified which was the most likely cause of the difficulty withdrawing the dcs. The subject dcs was returned to medtronic for analysis with the tip and inner member shaft intact, therefore the reported tip separation was not confirmed via analysis of the returned device. The inner member shaft kink observed may have occurred during the difficulty withdrawing the dcs from the patient. Typically, a kink in the inner member shaft during the procedure is caused by manipulation of the dcs by the user which results in damage to the inner member shaft. However, the root cause of the observed kink cannot be conclusively determined based in the information available. There were no findings to suggest a device quality deficiency related to the manufacturing of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a suspected tip separation of the delivery catheter system (dcs) was reported, requiring a snare for removal. No additional adverse patient effects were reported.